Event description:
Following a knee arthroscopy procedure, it was reported the patient had sustained a post-surgical burn to patient's lower leg below the surgical site. It was reported the wand suction line was not attached to hospital vacuum equipment set at 200 to 400 mmhg as prescribed by the instruction for use. The suction line had been attached to a peristaltic pump for control of suction during the procedure. The physician stated that he believes the burns were possibly caused by an electric arc of the wand cable.

Manufacturer narrative:
An arthrocare atlas controller was returned for investigation which may have been used with the wands reported in the following mdrs: MDR 2951580-2009-00079, MDR 2951580-2009-00089, MDR 2951580-2009-00090, MDR 2951580-2009-00091, MDR 2951580-2009-00101. The atlas controller was tested according to arthrocare's test procedure which includes checks of the default and maximum set points at specific resistance values, checks of the ablation open circuit output voltages, check of the coagulation open circuit output voltages, checks of the maximum loaded voltage, checks of the limiting modes at set point 9, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. The controller met all device test specifications. Based on the testing performed and the information provided by the user facility, no conclusion can be made. All operating room personnel will be re-trained on the use of these arthrocare devices in 2009. The surgeons and or staff have already been advised on the use of the equipment.